Event description:
It was reported that approximately 34 months post 2.75x15mm xience v stent implantation in the proximal left anterior descending artery, the patient experienced angina and was hospitalized. A non-st elevation myocardial infarction was diagnosed. A diagnostic coronary angiogram was done showing 70% in-stent restenosis. Medication was given and the patient was advised to undergo either angioplasty or coronary artery bypass surgery. The patient has not made a decision as yet. One day post-angiography, the pain resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported myocardial infarction, angina, stenosis and ischemia are listed in the xience instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.